Manufacturer narrative:
(B)(4) - vision, loss of visual acuity. (B)(4) - device remains implanted. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Manufacturer narrative:
Evaluation method - medical review. Results: per medical review - according to refractive coordinator at the facility, the patient's bcva was pre-operatively 20/25, and continues to be 20/25. Changes in refraction post-op in this patient is not due to the icl itself but due to the patient's refractive state. Surgeons are advised to implant this lens in patients who have had a stable refraction for a year. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2006. The patient reported vision is now 20/60 and needs to wear glasses. The icl remains implanted. The patient is happy with the implants. Additional information was requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.